Event description:
A customer contacted baxter's technical service center regarding a high drain 105 / call pd nurse alarm that appeared on the homechoice (hc) display at the end of therapy, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and asked cg to turn on the hc to review program: tital, total volume = 10000ml, fill volume = 2200ml, tidal volume = 75%, total ultrafiltration (uf) = 10ml. Per cg, hp was connecting the two 4.5 dextrose solutions. The tsr asked if the hp had discomfort, hp responded there was none. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event, but did not duplicate during pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv was determined to be insufficient drain due to use error; tidal uf removal was set too low. The device met specification for the reported issue of iipv-adult (high drain 105). A labeling review will be performed. This issue is being investigated through a CAPA. A follow-up report will be filed should new information become available.